Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 3.00 mm x 15 mm nc emerge balloon catheter was advanced for dilatation. However, during the inflation, the balloon ruptured at 12 atmospheres. The device was completely removed and the procedure was completed with another of same device. No patient complications nor injuries were reported.